Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the full system was explanted, and a new lead was implanted. There were no complications during the procedure. Stimulation restored post procedure. Patient was stable.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
It was reported that the system was autoreducing. Patient denies any traumas or falls. Upon diagnostic testing high impedance issue was observed on all the contacts and the patient lost therapy as a result. Programming changes were attempted however it was unsuccessful. A surgical intervention is anticipated in the near future. No additional information is available at this time.